Event description:
Meter was reading inaccurately high. The medical affairs specialist spoke to the pt the next day with the assistance of a language line spanish interpreter and obtained/verified the following information. The pt was not very clear at the time of the call and was unable to assist with answering many of the questions. The pt reported that one day, exact date unk, she reported a result of 31 mg/dl on her meter. The pt was non-responsive after testing her blood glucose, not during as originally reported. Prior to the paramedics arriving, the pt took her insulin. When asked why she took the insulin, she reported that she did not know why she took the insulin. She does not remember when the paramedics arrived, however when they arrived, they obtained a result of 260 mg/dl. She does not know what the time difference was between the results. She was asked if she had symptoms at the time of the paramedics's arrival and she stated that she did not. The paramedics gave no treatment to the pt. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strips was correct, however, the technique for cleaning the puncture site was not correct. The pt performed a control solution test, which passed. This complaint is being reported because it is not likely that the pt would have high blood glucose after taking insulin with a result of 31 mg/dl. No treatment was reported and the pt reported no symptoms at the time of testing. A replacement meter has been sent.